Event description:
It was reported that this electrode had moved from the original placement and the tip of the electrode was noted to be pulled back toward the xiphoid. A revision procedure was performed. Difficulty was experienced removing the electrode and therefore it was surgically abandoned. A new electrode was successfully implanted. No additional adverse patient effects were reported.